Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The reported patient effects of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on information reviewed, a definitive cause for the pericardial effusion (pe) could not be determined. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report pericardial effusion and medical intervention. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3-4. A steerable guide catheter (sgc) was advanced to the mitral valve, and then a clip delivery system was advanced through the sgc. The clip was placed; however during final positioning of the clip, a pericardial effusion (pe) was observed. The location of the pe was unknown. The physician moved forward with clip deployment. The clip was successfully deployed and pericardiocentesis was performed to treat the pe. The physician stated that the sgc and the cds did not cause the pe, but this cannot be confirmed. The patient is stable. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.